Manufacturer narrative:
At the time of this report, the device is still implanted. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with an unknown mentor saline breast prosthesis that deflated after implantation. As a result, the patient will undergo explantation/unilateral replacement on (B)(6) 2018. It is unknown at this time if the device will be made available for return. No further information is available at this time.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team (pe) observed a crease on the posterior aspect. A rent measuring approximately 0.1 cm was discovered within the crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As a result, pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of either the damage or the material observed within the device. These findings are consistent with a crease/fold failure, which is a known inherent risk associated with the use of saline-filled mammary prostheses, and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices. (B)(4).

Manufacturer narrative:
On 2/18/2019, mentor received additional information regarding this event. The actual date of implant was (B)(6) 2016, and the serial number of the device is (B)(4). Additionally, the PMA number has been added to the 3500a. It was mistakenly omitted from previous reports. Upon removal, the device was replaced with a like device, serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 4/10/2018, during the product analysis, the lot and catalog numbers of the device were acquired from the device¿s shell. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).